Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10691.

Event description:
It was reported patient¿s hip was revised approximately 11 years post implantation due to pain, discomfort, and lack of mobility. During the surgery, the performing surgeon, noted evidence of discoloration from metallosis, and a large pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision surgery's op notes. Patient underwent revision of right total hip arthroplasty due to pain and elevated metal ions. Upon entering the wound, evidence of discoloration from metallosis and a large pseudotumor were identified. A large pseudotumor extending around acetabular component and around femoral component was observed. The pseudutomor was debrided and wound was irrigated. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following report is being submitted to relay additional information received: the additional information received does not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s right hip was revised approximately 11 years post implantation due to pain, discomfort, elevated metal ion levels, and lack of mobility. During the surgery, the performing surgeon, noted evidence of discoloration from metallosis, and a large pseudotumor. Cavitary lesions and bone loss in the acetabulum, extending into the pelvis was further noted. Attempts have been made and additional information on the reported event is unavailable at this time.